Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During testing, it was confirmed that the error 2 appeared as the circulation pump was not sticking. Circulation pump was serviced during the pm process. The device underwent pm servicing while in for repair. Serviced the mixing pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed was trying to calibrate the arctic sun device and it failed for an error 2 (pre-warm inlet pressure error) inlet pressure was -4.07 but it should be -7.0. The device was due for the 2000-hour preventive maintenance and would be coming in for that. As per work order updated reviewed on 03jan2023, there was no patient involvement as it was found during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was trying to calibrate the arctic sun device and it failed for an error 2 (pre-warm inlet pressure error) inlet pressure was -4.07, but it should be -7.0. The device was due for the 2000-hour preventive maintenance and would be coming in for that. As per work order updated reviewed on (B)(6) 2023, there was no patient involvement as it was found during calibration.